Manufacturer narrative:
(B)(4). Batch #t5cu5d. Investigation summary: the analysis results showed that one ecr45w cartridge reload was returned unfired with six double drivers and four single drivers out of position, making the reload non-functional. In addition, the cartridge pan was noted to be dislodged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Additional information was requested and the following was received: reply from affiliate: what is the current patient status? N/a. Was there any patient consequence no.

Event description:
It was reported during an unknown procedure, when the reload was attached to the ec45a, the ecr45w disintegrated. There were no patient consequences reported. No additional information is available at this time.